Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not applicable-device not implanted.

Event description:
Healthcare professional reported new expander out of the box was leaking. Device was not implanted.

Event description:
Healthcare professional reported new expander out of the box was leaking. Device was not implanted.

Manufacturer narrative:
Device evaluation: broken device : two openings observed on the posterior side assessed as surgical damage like. Additional observations: observe suture thread in the suture tab.